Event description:
The healthcare provider reported that the tissue expander deflated. There was no patient harm. A new tissue expander was replaced after the device was removed.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Tiger aesthetics medical was unable to perform a device evaluation since the device was discarded by the customer. Patient age as defaulted to (B)(6) as there was information available. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.